Event description:
It was reported that when the device was used during a colon resection procedure, the device would not staple. Another device was opened to complete the case with no consequence to the patient.